Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 708872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, dysmenorrhea, endometrial polyp, abdominal pain, hyperactive airway disease, allergic contact dermatitis, anxiety, asthma, back muscle spasms, blood in stool, coccydynia, depression and miscarriage. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("severe migraine"), menometrorrhagia ("protracted/ irregular bleeding/ menstrual cycles"), abnormal uterine bleeding ("abnormal uterine bleeding"), uterine polyp ("endometrial polyp") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (salpingectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, migraine, menometrorrhagia, abnormal uterine bleeding, uterine polyp and dysmenorrhoea outcome was unknown. The reporter considered abnormal uterine bleeding, dysmenorrhoea, menometrorrhagia, migraine, pelvic pain and uterine polyp to be related to essure. The reporter commented: insertion date: (B)(6) 2011 (discrepancy noted). Removal date: (B)(6) 2018 (discrepancy noted). Lot number: 708872. Manufacturing date: 2010-01. Expiration date:2013-01. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 16-jul-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("severe migraine") and menometrorrhagia ("protracted/ irregular bleeding/ menstrual cycles"). The patient was treated with surgery (salpingectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, migraine and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia, migraine and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received events " pelvic pain, severe migraine, protracted/ irregular bleeding/ menstrual cycles" were added. Reporter information. Patient demographics, date of insertion and removal were added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("severe migraine") and menometrorrhagia ("protracted/ irregular bleeding/ menstrual cycles"). The patient was treated with surgery (salpingectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, migraine and menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') in an adult female patient who had essure (batch no. 708872) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included abnormal uterine bleeding, dysmenorrhea, endometrial polyp, abdominal pain, hyperactive airway disease, allergic contact dermatitis, anxiety, asthma, back muscle spasms, blood in stool, coccydynia, depression and miscarriage. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("severe migraine"), menometrorrhagia ("protracted/ irregular bleeding/ menstrual cycles"), abnormal uterine bleeding ("abnormal uterine bleeding"), uterine polyp ("endometrial polyp") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (salpingectomy). Essure was removed in (B)(6) 2019. At the time of the report, the pelvic pain, migraine, menometrorrhagia, abnormal uterine bleeding, uterine polyp and dysmenorrhoea outcome was unknown. The reporter considered abnormal uterine bleeding, dysmenorrhoea, menometrorrhagia, migraine, pelvic pain and uterine polyp to be related to essure. The reporter commented: insertion date: (B)(6) 2011 (discrepancy noted). Removal date: (B)(6) 2018 (discrepancy noted). Most recent follow-up information incorporated above includes: on 7-jul-2021: mr received. Lot number, medical history and reporter information was added. Events abnormal uterine bleeding, dysmenorrhea, endometrial polyp added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.